Manufacturer narrative:
The fse found the sample arm height to be out of specification. Arm height was at (B)(6) mm. Specification is (B)(6) mm +/- 0.5 mm. Fse adjusted the sample arm height to meet specification of (B)(6) mm. As of (B)(6) 2014, follow up call with the customer determined that no further issues have been noted. Identification of failure mode: sample arm assembly out of height specification.

Event description:
A customer reported erroneous test results for total bilirubin were generated when using the au2700 chemistry analyzer. (B)(6) laboratories is a national veterinary reference lab. The customer reported that erroneous results were reported out of the laboratory. Veterinarians began calling to question the total bilirubin results. There were no reports of death, injury or affect to patient treatment.